Event description:
Customer sent monitor to corometrics for servicing of the customer stated problem of "leads off alarm not working". Symptom was confirmed and an internally generated customer complaint file was opened. Internal battery had leaked electrolyte which corroded the internal pc boards as well as the interior of the monitor housings. This condition has been determined as the root cause of the complaint symptom and monitor malfunction. No pt was involved, and with proper daily maintenance as described in section 8 of the operator's manual the malfunction would be obvious.